Manufacturer narrative:
This event occurred sometime in (B)(6) 2017. Manufacturing date: july 13, 2016 ¿ july 15, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the tip of the tubing of a single-day infusor. There was no patient involvement. No additional information is available.